Event description:
Dr. (B)(6) was removing the expedium cocr rods, connectors and locking caps to re-implant the magec rod. As he was removing the single innie locking caps, he noticed one cap must have been cross threaded during the initial surgery because as he removed the cap, the threads were damaged and partially sheared off.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium 4.5 single innie setscrew was returned for evaluation. Visual inspection revealed that the threads were completely torn and peeled off from the setscrew. A device history record review could not be conducted as the lot number is illegible. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the single innie setscrew threads becoming torn and peeled off from device cannot be positively determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated and inadvertently cross threading occurred causing the setscrew threads to become torn. No systemic trends observed in this complaint file. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.